Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device was discarded; therefore, no further investigation can be performed. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6451321. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint of ¿stent ¿ kinked/ bent¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use recommend to inspect the product upon removal from packaging to verify that it is undamaged. Warns not to use a catheter that has been damaged in any way. If damage is detected, replace with another enterprise2 that is not damaged. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during embolization of intracranial aneurysm, the physician pushed out an enterprise2 4mmx16mm intracranial neurovascular stent (encr401612, 6451321) from the introducer for inspection. The tip of the stent was found to be slightly kinked. The device was not used on the patient. Changed to a new device to complete the surgery. There was no patient injury report. Additional information received indicated that product was stored and handled according to the instructions for use (IFU). There was nothing damage to the packaging. The integrity of the sterile pouch was intact. The inner package was sealed and intact.

Event description:
As reported by the field, during embolization of intracranial aneurysm, the physician pushed out an enterprise2 4mmx16mm intracranial neurovascular stent (encr401612, 6451321) from the introducer for inspection. The tip of the stent was found to be slightly kinked. The device was not used on the patient. Changed to a new device to complete the surgery. There was no patient injury report. Additional information received indicated that product was stored and handled according to the instructions for use (IFU). There was nothing damage to the packaging. The integrity of the sterile pouch was intact. The inner package was sealed and intact.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device was discarded; therefore, no further investigation can be performed. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6451321. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint of ¿stent ¿ kinked/ bent¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use recommend to inspect the product upon removal from packaging to verify that it is undamaged. Warns not to use a catheter that has been damaged in any way. If damage is detected, replace with another enterprise2 that is not damaged. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.